Event description:
Medtronic received a report that a pipeline patient was hemorrhagic. Modified rankin scale (mrs): class 1, glasgow coma scale: steno sis/intrastent hyperplasia was reported. The degree of stenosis was severe (<(><<)> 25%) localization at the distal third. There was no morphological change with flow diversion. No other surgical treatment was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The event is no longer reportable for this device. No additional supplemental MDR's are required for the phenom 27 microcatheter unless additional information received indicates a reportable event associated with the catheter and/or procedure. B5. Updated with additional information received. H6. Coding updated based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported clarification that the patient did not have any hemorrhagic event. The patient had a pipeline implanted to treat a small unruptured saccular aneurysm located in an anterior internal carotid artery (ica) ophthalmic segment. The event is no longer reportable for this device. No additional supplemental MDR's are required for the phenom 27 microcatheter unless additional information received indicates a reportable event associated with the catheter and/or procedure.